Manufacturer narrative:
The sonicare brush head is an accessory to the flexcare platinum power toothbrush

Event description:
Consumer complained about bristles falling out in their mouth. No medical attention sought.

Manufacturer narrative:
The sonicare brush head is an accessory to the flexcare platinum power toothbrush.

Event description:
Consumer complained about bristles falling out in their mouth. No medical attention sought.